Event description:
A surgeon reported that during implantation of an intraocular lens (iol), a tear in the capsular bag occurred as the haptics were being rotated. The surgeon felt there was appropriate support for the lens and left it in place. On post-op exam she noted that the iol was dislocated from the capsular bag. The iol was replaced. Additional information has been requested.